Event description:
It was reported that during an implant procedure on (B)(6) 2021, that the right ventricular (rv) lead helix would not extend after multiple attempts. It was also noted that the rv lead had high pacing impedance resulting in high capture threshold, intermittent capture, and varying sensing amplitudes. A new rv lead was used and implanted. There were no patient consequences during and after the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed while the reported events of high pacing lead impedance, high pacing threshold, intermittent capture and r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. No other anomalies were seen.